Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced an issue with 4 infusion sets, all of which had bent cannulas. The event dates were (B)(6) 2024. The symptoms were noticed within 3 hours of insertion, and the site of insertion was the abdomen. The patient regularly rotates the site location and there was no impact on the site area. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose level was displayed as 'high' but the specific value is unknown. The patient addressed the high blood glucose with a correction injection via mdi. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04051 - device 1 of 4.